Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise for about 2 years. Device had been programmed to avoid rv lead with noise. This lead has been implanted for more than 13 years and it was surgically abandoned during a generator change procedure. No additional adverse patient effects were reported.